Event description:
Account stated their instrument was functioning fine until service changed a compressor. They had two patient glucose samples that initially gave a zero result and repeated as 94 and 86 mg/dl respectively. The incorrect results were not reported. The account discovered the sample probe was bent and repaired the instrument by replacing the probe.